Manufacturer narrative:
Concomitant medical products: product ID: 97792, product type: accessory. Product ID: 977a290, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient experienced high impedance values during a check and no paresthesia. It was noted that the electrode had broke. The healthcare provider explanted to electrode and noted that a new one would be implanted. The patient had increased in weight in one year (approx. 20 kg). It was also reported that the patient also had ¿normal troubleshooting¿ and impedance checks etc. The patient¿s electrode was revised. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis information: 2018-08-10 07:37:26 cst pli# 10 product ID# 977a290 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that all of the conductors were broken in the body of the lead within 10 cm of the connector area. No electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.